Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: h4 (device mfg date) has been updated based on the returned product download. The reported meter (lamy073s03976) was returned and investigated with retained strips. Performed visual inspection on the returned meter and no issues were observed. The meter did not power on with the button press and with known good strip insertion. The meter did power on with the universal serial bus (usb) data cable insertion. The meter was sent for further investigation and de-cased. Visual inspection was performed on the pcb (printed circuit board) and contamination was observed on the pcb. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the neo meter optium freestyle was reviewed and the dhrs showed the neo meter optium freestyle passed all tests prior to release.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.